Event description:
The procedure was a y-configuration stenting technique procedure for an unruptured aneurysm located in the basilar tip artery. It was reported that as the physician positioned the microcatheter into the left posterior cerebral artery (lpca), the distal end of the stent that had just been deployed from the right posterior cerebral (rpca) to basilar trunk ¿fell down in the aneurysm.¿ the physician re-inserted the microcatheter in the rpca and implanted a second stent (subject device); however, the proximal end of the stent was deployed in the aneurysm. The physician continued the procedure by deploying a competitor stent from the left posterior cerebral artery to basilar trunk and implanted six coils in the aneurysm. The patient was reported to be in stable condition.

Event description:
The procedure was a y-configuration stenting technique procedure for an unruptured aneurysm located in the basilar tip artery. It was reported that as the physician positioned the microcatheter into the left posterior cerebral artery (lpca), the distal end of the stent that had just been deployed from the right posterior cerebral (rpca) to basilar trunk ¿fell down in the aneurysm.¿ the physician re-inserted the microcatheter in the rpca and implanted a second stent (subject device); however, the proximal end of the stent also migrated into the aneurysm. The physician continued the procedure by deploying a competitor stent from the left posterior cerebral artery to basilar trunk and implanted six coils in the aneurysm. The patient was reported to be in stable condition. The physician believed that migration of the stents was related to handling damage during the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remained implanted; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. The risk for stent migration as well as stent selection is noted in the directions for use. However, based on the information available, it is possible that the stent migration may be related to the size of the stent selected limiting its performance during procedure and resulting in the reported issue. Therefore, a root cause of operational context has been assigned to this event.

Manufacturer narrative:
Subject device implanted.

Event description:
The procedure was a y-configuration stenting technique procedure for an unruptured aneurysm located in the basilar tip artery. It was reported that as the physician positioned the microcatheter into the left posterior cerebral artery (lpca), the distal end of the stent that had just been deployed from the right posterior cerebral (rpca) to basilar trunk ¿fell down in the aneurysm.¿ the physician re-inserted the microcatheter in the rpca and implanted a second stent (subject device); however, the proximal end of the stent also migrated into the aneurysm. The physician continued the procedure by deploying a competitor stent from the left posterior cerebral artery to basilar trunk and implanted six coils in the aneurysm. The patient was reported to be in stable condition. The physician believed that migration of the stents was related to handling damage during the procedure.